Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted visualization of the leaflets was difficult due to significant amount of annular calcification. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed in the a3/p3. The clip could grasped the leaflets fine. However, upon deployment, the clip became detached form the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 3+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify any similar incident. Based on the available information, the reported poor image resolution and single leaflet device attachment/slda was due to challenging anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.